Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced ebb fault alarm and will be presenting to the clinic as this is the third extra back up battery (ebb) fault alarm, with prior attempts of reseating and exchanging the ebb. Log file submitted captured backup battery fault alarms on (B)(6) 2022. Exchanging the patient controller resolved the event. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log files review. The log files spanned approximately 3 hours ((B)(6) 2022 from 08:26 to 10:33 per the time stamp). A backup battery fault alarm activated throughout the log file due to a load test failure. The initial onset of the alarm cannot be determined as the older events were overwritten by newer events. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. The alarm continued to activate until the controller was powered off on (B)(6) 2022 at 10:33. No other notable alarm was observed. The hm3 system controller, serial (B)(6), was functionally tested and passed all steps without any issue. The controller was connected to a mock circulatory loop for an extended period of time without reproducing any alarms. The controller functioned as intended during analysis. Additional information on (B)(6) 2022 stated that exchanging the controller resolved the event. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.